Event description:
The customer reported that he received an alarm on the insulin pump that caused the motor to push forward and protrude from the case. The customer was given his out of warranty options. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Constant motor error alarms noted during rewind due to cracked motor flex cable. Unable to confirm motor alarms and perform functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to motor error alarms. Detached end cap noted.